Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse found an incubator belt jam and multiple broken reaction vessel clips. The fse replaced clips and incubator belt. The system check was out of spec, no data was supplied. Fse replaced the aspirate probes and repeated the system check which was within specs. Although hardware issues were addressed, a definitive root cause could not be determined for this event. MDR# 2122870-2008-201 documents the results for pt 1. This is two of two separate MDR reports related to two pt events associated with a single malfunction. Reference MDR numbers 2122870-2008-201 and 02441 for all related events. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) result in the risk stratification range for two pts. The result was generated on a unicel dxc 600i synchron access clinical system. The customer aliquoted and respun the sample prior to rerunning it. The customer re-ran the sample on a different instrument using alternate methodology and the result was negative. The initial erroneously elevated result was not reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.